Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 6/3/2013, electrode belt: 9/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in hospital at the time of the event with hospital staff present. It was reported that the patient received an external defibrillation shock from an AED and CPR was initiated. The patient's rhythm at 10:58:26 was ventricular tachycardia (vt) 180 bpm. The response buttons were pressed during the detection sequence, preventing a treatment from being delivered. The patient's rhythm then transitioned to ventricular fibrillation (vf) with motion artifact and varying amplitudes. The patient's rhythm remained in vf for three minutes. The motion artifact and varying amplitudes prevented the lifevest from delivering a treatment. The patient's rhythm then transitioned to non-sustained ventricular tachycardia (nsvt) at 140 bpm and then to bradycardia at 20 bpm with motion artifact. The electrode belt was disconnected at 11:46:55 am while the patient was in bradycardia. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. Response button use, motion artifact and varying amplitudes are vf prevented the lifevest from delivering a treatment.